Manufacturer narrative:
H6 - health effect clinical code: 4581 - significant reduction of irido-corneal angles. Claim# (B)(4)

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced excessive vaulting and significant reduction of irido-corneal angles. Intraoperatively the lens was removed and replaced with a shorter length lens. This resolved the problem. The cause of the event was reported as the device.

Manufacturer narrative:
Additional information: h6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).